Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of the backlight not working (it was noted at analysis to have only intermittent operation) and the liquid crystal display and the main printed circuit board were both replaced to resolve. It was additionally noted that the display flex was creased, the output connector assembly was broken and that the upper case was dented but functional. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the back light on the external pulse generator was not working. The generator was returned for service. There was no patient involvement.